Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: call service 064 alarms were observed in the black box and alarm history. The rewind, load and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no call service alarms duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service cs 064 alarm. The reporter indicated that the issue occurred during the prime/fill cannula steps. The reporter indicated that the pump was rebooted without resolving the alarm and replacing the pump tubing did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.